Event description:
An issue was reported where the customer experienced problems with the touchscreen responsiveness, noting that the pump screen took longer than expected or required several taps to respond. It is unknown whether this had an adverse impact on the customer¿s blood glucose level. No additional information was received regarding corrective actions or outcomes, as customer support was unable to follow up for further details.